Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing.